Event description:
The valve was explanted approx 8 hrs post implant due to disc impingement resulting from a very deeply scalloped aortic annulus. The surgeon indicated that the valve was functioning normally but would catch on the tissue. The valve was disposed of at the hospital and therefore could not be returned for analysis.